Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to pre-existing high gradient. The deployment of the valve was attempted 2 times and recaptured following each deployment attempt due to the depth of implant being shallow at approximately 0 millimeters (mm) on the left coronary cusp (lcc). Upon 80% deployment of the third deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was used and successfully implanted on the first deployment attempt at an implant depth of 4-5 mm on the non-coronary cusp (ncc), and 3-4 mm on the lcc. It was noted that prior to insertion into the patient, no infolds were observed for the first and second valve during loading check. Per the physician, the patient's anatomy and depth of implant contributed to the infold. One day following the implant of the valve, a permanent pacemaker was implanted for an unspecified conduction disturbance. Additional information was received which confirmed that the unspecified conduction disturbance was third-degree heart block and it occurred during the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012135263); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to pre-existing high gradient. The deployment of the valve was attempted 2 times and recaptured following each deployment attempt due to the depth of implant being shallow at approximately 0 millimeters (mm) on the left coronary cusp (lcc). Upon 80% deployment of the third deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was used and successfully implanted on the first deployment attempt at an implant depth of 4-5 mm on the non-coronary cusp (ncc), and 3-4 mm on the lcc. It was noted that prior to insertion into the patient, no infolds were observed for the first and second valve during loading check. Per the physician, the patient's anatomy and depth of implant contributed to the infold. One day following the implant of the valve, a permanent pacemaker was implanted for an unspecified conduction disturbance.